Event description:
On the 22nd december 1999, a nellcor puritan bennett employee verified a customer complaint of high readings. Oxygen saturation readings were approximately 14 points high. Initial info received verified no pt harm or treatment changes. This report is not an admission by nellcor puritan bennett that the device caused or contributed to the death or deterioration of the state of health of any person.